Event description:
Patient's legal counsel reported that patient underwent a trauma osteosyntheses reduction of an ulna fracture on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2009 due to allegations of plate fracture and ulnar pseudoarthrosis. The plate was removed and revised. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. (B)(4).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation and review of radiographs, it was determined the root cause of the event was most likely due to surgical technique linked to implant choice, external factors and bone non-union.